Event description:
The customer contacted physio-control to report that their device would not recognize the connection through its paddles lead. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted physio-control to report that their device would not recognize the connection through its paddles lead. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.